Event description:
It was reported that tube does not draw in urine with a bd kit urin cup plc 16x100 10.0 ua yel. The following information was provided by the initial reporter: customer is a patient who received this kit. He states that the tube does not draw urine into the tube. Kit contained a absorbent sleeve to mail tube back in and he wanted to know how to get tube into sleeve.

Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that tube does not draw in urine with a bd kit urin cup plc 16x100 10.0 ua yel. The following information was provided by the initial reporter: customer is a patient who received this kit. He states that the tube does not draw urine into the tube. Kit contained a absorbent sleeve to mail tube back in and he wanted to know how to get tube into sleeve.